Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified the unit did not leak. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no openings observed on the device.

Event description:
Device has been explanted